Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have a left force sensing resistor (fsr) out of calibration. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of b)(4). The cause of the left force sensing resistors (fsr) being out of calibration is unknown. To correct the condition, the fsr was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.